Manufacturer narrative:
D10: concomitants: (B)(6) - 02-010-01-0240 - logic femoral ps cem left sz 4, (B)(6) - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, (B)(6) - 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm. H3: the revision reported was likely the result of aseptic loosening between the femoral component and the bone. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in third body prosthesis wear of the insert. Mild deformation of the patellar component consistent with normal implantation was noted. However, the contributions of femoral loosening and tibial insert wear to the sequence of events cannot be confirmed. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, the 77 y/o male patient underwent a right knee prosthetic replacement due to gonarthrosis. The implant used was a logic exactech with a ps insert. At the beginning of 2023, the patient reported the onset of painful symptoms with gonalgia and associated functional limitation, for which they presented to the ior ER. On this occasion, x-rays were taken that showed signs of prosthetic mobilization. Samples were taken for culture tests and a chemical-physical examination, and the patient was placed on the waiting list for a two-stage surgical revision. Upon admission for prosthetic removal, new x-rays confirmed the mobilization. Approximately five days after patient visit to the ior ER, the patient underwent surgery for the explantation of the knee prosthesis and the placement of an articulated cemented spacer. During the surgery, samples were taken for culture tests, which returned negative results; the prosthetic components were sent for sonication and culture examination. This is 1 of 3 reports for this event.